Manufacturer narrative:
Updated fields: h4, h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. It was later confirmed by an olympus field service engineer (fse) that the loud noise was not coming from the olympus device, but from other equipment. The fse was told by the customer that the touch screen malfunction error did not recur, and the decision was made to not send the visera elite ii video system center for inspection/evaluation. Since the item was not returned to olympus, the complaint could not be confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported to olympus the visera elite ii video system center had an error e333 (touch screen malfunction) along with a loud noise from inside and there was also a power outage in the hospital power supply system. The issue occurred during an intervertebral disc endoscopy procedure. The procedure was completed with a similar device. There was no delay or patient harm associated with the event.